Event description:
It was reported that the ventilator generated alarms for high o2 concentration. There was no patient harm. Manufacturer's ref.: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated alarms for high o2 concentration. No further information has been received such as service measures, log files or goods. As no goods were returned for investigation and no information regarding the service measures or log files has been received, the cause of the reported failure could not be determined.

Event description:
Manufacturer's ref.: 221152.